Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the lamp of the xenon light source did not work, and the spare lamp was switched on. The issue occurred during preparation for use of a therapeutic laparoscopic cholecystectomy. The procedure was completed using a similar device and there were no reports of delays or patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results for the physical device evaluation and the legal manufacturer's final investigation. Information added to the fields: d8, h3, h4, h6. The device was returned to olympus for inspection, and the reported issue was confirmed due to a faulty power supply. Error e103 was also observed as a result of a faulty power supply. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the power supply failure could not be determined. Olympus will continue to monitor field performance for this device.